Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis (fa). The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.32¿ x 0.20¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The monopolar cap is missing. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Additional observation(s) related to customer complaint: the instrument was found to have a completely broken grip and missing conductor cap. The missing piece was not returned and measure approximately in size 0.19¿ x 0.25.¿ during investigation, fa found that the instrument had a dislodged conductor wire at distal end. The conductor cable was loose and hanging. This is a result of a completely broken and missing conductor cap and distal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a permanent cautery spatula instrument has been damaged. The procedure was completed with no reported injury.